Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device analysis: visual analysis of the returned device identified: wear abrasion, fold creases, brown particles in the shell, and an opening. Leak test and microscopic analysis was performed which identified: a crease smooth opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "a left side deflation". Device has been replaced.